Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via left common femoral artery, the helix allegedly had broken and detached upon removal from sheath. It was further reported that resistance was found while advancing the catheter. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via left common femoral artery, the helix allegedly had broken and detached upon removal from sheath. It was further reported that resistance was found while advancing the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation a catheter was received. The test guide wire went through the catheter with slight resistance till the metal gear wheel. After rotating the device with the drive system, the helix came out and was found broken at 25.5 cm from the tip of the catheter. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.